Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: avista MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(4). Batch: 7073889. Brand name: null. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: 7076397.

Event description:
It was reported that the patient developed an infection at the clik anchor site. The patient underwent an explant procedure where the clik anchor, lead, and lead extension were explanted. Post operatively, the patient was doing well. Cultures taken confirmed infection. The devices were retained by the facility and were not returned for analysis.